Event description:
It was reported that the patient has "pillow puffiness" over the pacemaker site. Follow-up was conducted to obtain information on the patient and whether the complaint is device related, but the attempts were unsuccessful. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.